Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screwdriver shows signs of normal usage however its tip is found to be broken. The breakage surface shows signs of slight rotational deformation/waves. Absence of plastic deformation indicates that the breakage was instantaneous due to high bending load and torsional overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by applying too much torsional and lateral force which did lead to a mechanical overload during usage. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that two screwdrivers were damaged in this set whilst being used in theatre. Upon receipt of the devices, the tip was found to be broken.

Event description:
It was reported that two screwdrivers were damaged in this set whilst being used in theatre.

Manufacturer narrative:
Once the investigation has been completed. Any additional information will be reported in a supplemental report.